Manufacturer narrative:
G4: 06aug2020. B4: 11sep2020. The service engineer replaced the internal exhalation port tubing. Completed performance verification testing (pvt) and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
It was reported that the ventilator while in high flow therapy (hft) mode it would lose flow periodically and had 'unable to achieve flow rate' alarms. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se tested the device in hft mode with a variety of flow rates and oxygen levels without fault or errors. During a visual inspection of the unit the se found the internal tubing had signs of moisture building up in the internal exhalation port tubing. The se reviewed the ventilator diagnostic report and found an error code indicating hft low flow.